Event description:
Paramedics responded to a conscious, breathing person, condition not reported. The device was connected to the patient to monitor "sp02". According to the device, while monitoring, the device lost power and would not power up with a new battery. A backup device was immediately called for and used. No adverse affects to the patient were reported as a result of the alleged malfunction.